Event description:
During on-site testing, the baxter repair technician reported an infusion pump with defective batteries. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although regarding additional contact information, patient demographics, medication involved, or pump programming. No additional information is known.